Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 04/04/2016 to report that the patient experienced no connection for four hours on (B)(6) 2016. No injury or medical intervention was reported.